Event description:
It was reported that the saw was leaking oil. The account could not confirm if there was pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and samples were collected for analysis testing. This report will be updated when the investigation is concluded.